Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 650cc and experienced rupture on the left side post-operatively, which was confirmed via ultrasound. As a result, the patient underwent removal and replacement with a mentor gel breast implant (serial number (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
On jun 8, 2022, additional information was received indicating the rupture occurred on the right side. The left breast prosthesis was confirmed intact. The appropriate device information fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).